Event description:
It has been reported to philips that a fuse failed in the device's m-cabinet when the footswitch was plugged in. The system was in clinical use. There was no reported patient or user harm. Additional information received from the philips field service engineer (fse) indicated the system went down after the fuse failed. This caused a delay in the procedure. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the fuse was blown in the m-cabinet. Analysis of the system log file did not show any malfunction. During troubleshooting, the rse found that the footswitch was plugged in with power on and it popped a fuse in the m cabinet. The biomed engineer replaced the fuse. After replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.